Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and no visual damages observed, a second closer inspection was performed and a hole on the pebax was found with a reddish-brown material inside. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly; the force values were observed within specifications. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that as the thermocool® smart touch® sf bi-directional navigation catheter was opened and connected to the patient interface unit and inserted the catheter into the cardiac cavity. After left pv ablation, the display was unstable as the value of contact force displayed as high or suddenly became 80g. The carto® 3 system interface cable and the ablation catheter cable was ¿tidy¿ but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported high force issue was assessed as not reportable since the issue is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 4/24/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found no visual damage or anomalies. On 5/8/2020, during a second visual analysis, a hole was found on the pebax and a reddish-brown material inside the pebax. The issue of ¿a hole on the pebax¿ was assessed as MDR reportable since device integrity is not maintained and internal components can be exposed to patient. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/8/2020 and has reassessed this complaint as MDR reportable.